Event description:
The patient had a dreaction to the dressing. The reaction resulted in an open wound located on her back, which required topical antibiotic treatment. The wound was treated with mupirocin 2% ointment, applied topically twice a day for three days. The wound is now healed with visible redness. The consumer continues to use the product.